Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump and provided with information on how to reset it should the issue recur. The malfunction code did not appear again after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code reoccurs.